Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has been receiving multiple low predict alerts. Customer stated that he received an alert at night with sensor glucose reading of 80mg/dl; he checked blood glucose and it was 79mg/dl. Customer treated by drinking apple juice. Customer stated the alarm stopped and sensor glucose was showing 92 mg/dl. Two hours later, she received another low predict; had juice and sensor glucose went up to 111. She then received another low predict of 78 mg/dl. Customer stated she uploaded to carelink; checked blood glucose was 185mg/dl and calibrated. Graphic showed 143 and 123 mg/dl. Customer unavailable to finish troubleshooting. Nothing further reported.